Event description:
It was reported that during prep of the 7x40mm armada balloon 35 balloon was inflated outside of the anatomy and noted to have a hole as it was leaking. Also when pulled back suction on balloon it keep sucking air. There balloon was used and a new armada balloon was used to successfully continue the procedure. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the information provided, a definitive cause for the reported leak could not be determined. Possible factors that could contribute to a balloon hole in the balloon and/or leak include, but are not limited to, balloon damage during processing of the balloon material, handling damage, inflation technique and insufficient preparation. In this case, a conclusive cause for the reported complaint could not be determined since the device was not returned for analysis. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.